Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they experienced low blood glucose on (B)(6) 2021. The blood glucose level was 2.2mmol/l. Customer experienced symptoms such as anger and was unable to follow command. The customer was treated with orange juice. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer alleged insulin pump was over delivering. Customer was using auto mode. Troubleshooting was performed. The insulin pump will not be returned for analysis.